Event description:
During follow-up regarding an unrelated issue, the patient reported having been diagnosed with peritonitis. The home patient (hp) does not know the cause of peritonitis but is currently using (unknown) antibiotics. On an unknown date in (B)(6) 2012, the patient experienced cloudy peritoneal drainage. In (B)(6) 2012, the patient went to the peritoneal dialysis (pd) clinic for the event of cloudy pd drainage. In (B)(6) 2012, intraperitoneal (ip) antibiotic therapy (type, dose and frequency unknown) and penicillin 500mg tabs by mouth twice daily were initiated. At the time of this report, the event of peritonitis was ongoing and recovering. The patient remained on pd therapy, no change in dosage. The event of peritonitis was not related to the baxter solutions or the homechoice machine. No further information was requested.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to the reported peritonitis. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.